Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the hub of the pt's catheter. It was reported that the clave port at the proximal end of the tubing set was accessed with a 10ml syringe to deliver normal saline flush. Upon initiating the normal saline, the option-lok male adapter disconnected from the pt's catheter; subsequently, an approximate 7 ml of blood loss was noted. An unspecified device was connected to the pt's catheter to stop the blood flow. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4), (B) (4).